Manufacturer narrative:
Patient height 58 inches. Date of event is unknown. This report is for an unknown locking screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Original implant was in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Surgical intervention was needed to preclude permanent impairment of a body function or permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of a 4.5 locking compression plate (lcp) curved broad femur plate and eleven unknown 5.0 locking screws and one unknown 1.7 mm cable was performed on (B)(6) 2018. All the hardware removed was intact except one plate and one screw backed out little bit from the plate. Revision surgery was completed successfully without any delay and patient is reported stable. Original surgery was performed on (B)(6) 2017 and post-operative x-rays confirmed plate breakage. The original event was orif (open reduction internal fixation) of femur for peri-prosthetic fracture. Patient was revised to the same procedure and a new depuy synthes hardware was implanted which included an unknown plate, unknown screws and 2 unknown cables. Concomitant devices reported: 5.0 locking screws (part # unknown, lot # unknown and qty - 10), cable (part # unknown, lot # unknown and qty 1). This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.